Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of customer risk managers has reached out to representative about possible education to be provided to their nurses in terms of the use of purewick urine collection system. It looked like there were incidents where the strength of the suction being placed were too high that caused an injury to patients. Seemed like the correct instruction for use (IFU) was not being applied when they used this. Also stated patient had skin injury. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of customer risk managers has reached out to representative about possible education to be provided to their nurses in terms of the use of purewick urine collection system. It looked like there were incidents where the strength of the suction being placed were too high that caused an injury to patients. Seemed like the correct instruction for use (IFU) was not being applied when they used this. Also stated patient had skin injury. No medical intervention was reported.